Event description:
It was reported that the patient was on two infusions via separate pump modules connected to the same pcu 8015: dobutamine and a trial drug ("from ctot" [clinical trials in organ transplantation]). When the patient arrived in the unit, it was noted that the trial drug was running at a higher rate. Upon internal investigation by the hospital staff, it was found that the reason why the trial drug was infusing at a higher rate was because the patient's "height" was entered during programming, instead of weight. The dobutamine was programmed correctly using the patient's weight. The information on patient's outcome is unknown. The customer is requesting the manufacturer to enhance the product by not allowing the user to program different weight values on separate modules that are attached to the same pcu 8015. Through due diligence, additional information was provided by the customer. The customer indicated the brain does not recognize if the weight is different on two different drugs the same brain. The clinical trial drug was the decide trial. The drug would either be dexmeditomide or normal saline. The patients height was 179cm (this was what the weight was put in for the trial drug) the patient's weight was 81kg. The intended infusion rate was 0.7 mcg/kg/hour. The final concentration of the drug would be 8mcg/ml. The drug was made up from 800mcg of decide trial drug in 100ml saline. The drugs were all under guardrails.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: weight, weight unit, imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a programming error - weight issue .

Event description:
It was reported that the patient was on two infusions via separate pump modules connected to the same pcu 8015: dobutamine and a trial drug ("from ctot" [clinical trials in organ transplantation]). When the patient arrived in the unit, it was noted that the trial drug was running at a higher rate. Upon internal investigation by the hospital staff, it was found that the reason why the trial drug was infusing at a higher rate was because the patient's "height" was entered during programming, instead of weight. The dobutamine was programmed correctly using the patient's weight. The information on patient's outcome is unknown. The customer is requesting the manufacturer to enhance the product by not allowing the user to program different weight values on separate modules that are attached to the same pcu 8015.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.